Event description:
Sorin group USA received a report that at the end of the procedure, the cardioplegia tubing split, blood loss was less than 100cc. There were no issues with cardioplegia delivery during the procedure. No patient problems were reported.

Manufacturer narrative:
Sorin group USA representative has requested patient information. A follow-up report will be filed when the information is available. One csc-14 cardioplegia set was returned to sorin group USA for evaluation. The visual inspection found evidence that the small bore tubing had apparently pinched against the large bore tubing. During rinse, a leak site was noted in the large bore tubing. The small tubing appears to have a slight memory curve located by the leak site. A review of the manufacturing records revealed no abnormalities. Product was built according to specifications. There was no inventory from this lot available for further evaluation. Therefore, one case of another lot was pulled for testing. Tubing from two packs was loaded into two roller pumps. Fluid was circulated for approximately 15 hours. No damage or leaks were noted. Unfortunately, laboratory testing could not reproduce the defect. The investigation could not determine the cause for the tubing failure. The sorin group heart lung instructions for use state that failure to maintain proper occlusion of the roller pump can lead to premature pump head tubing failure, resulting in leaks. The IFU states to use appropriate tubing inserts and to maintain the natural curvature of the tubing when placing it in the raceway. Failure to properly install the pump tubing may result in damaging the tubing.